Event description:
It was reported that the pump presents no alarm sounds at obstruction/clamping of the infusion outlet during infusion. There was patient involvement and there was no harm/adverse event.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The cause of the problem was the dso sensor alarming occlusion at psi levels out of normal range. And it was replaced to fix the issue.